Manufacturer narrative:
In this case with limited information available, there is nothing that indicates that the nerve problems experienced by the patient are related to the astra tech products. It is rather a surgery related complication. It is known that nerve problems related to dental surgeries might need several months up to 1 1/2 years until full recovery. Because a serious injury resulted, this event is reportable per 21 cfr part 803. Ref: revocation of exemption (asr) #e1997021 and e1997026. Report late due to asr to individual reporting transition.

Event description:
According to the available information a 55 year old patient received one implant on (B)(6) 2019 in region 29 (fdi # 45). The patient complained about sensitivity disorder chin and lip skin region. Subsequently the implant was removed on (B)(6) 2019. According to the latest information from (B)(6) 2019 the problem still persists. Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible.